Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.

Event description:
It was reported by the sales rep that a pt underwent a successful arthroscopic hip procedure with the use of an fms pump for fluid management. The sales rep stated during the procedure, the surgeon started the pump at a pressure setting of 45 and increased during the procedure to 60. No issues were noticed during the procedure. Following the surgery, the pt was moved to recovery, and upon waking from recovery, the pt complained of abdominal pain. At this point, the anesthesiologist diagnosed that there was fluid in the abdomen and the pt was admitted to the hospital for observation. The fluid dissipated passively, no intervention was needed. At this point in time, we are awaiting further info from the facility.